Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date 6 months after the gastroscopy, the patient presented with a fissure of the outer tube. It was reported that the peg-j was replaced (endovive 15fr peg device and endovive 9fr through the peg jejunal feeding tube, boston scientific) and the patient continued treatment without other complications. It was not known if the tubing that was replaced was abbvie branded tubing or boston scientific branded tubing. In (B)(6) 2017, the patient was admitted in the neurology unit for a two week duration of abdominal pain, dyspepsia, and constipation. An abdominal radiography revealed a dislocation of the jejunal tube in the small bowel. An esophagogastroduodenoscopy (egd) revealed a bezoar enveloping the distal extremity of the tube and an associated ulcerative lesion that extended in the bulb and the second part of the duodenum due to traction an decubitus of the jejunal tube. The patient was treated with 40 mg of intravenous pantoprazole three times daily and the jejunal tube was removed endoscopically. The gastric tube (peg) was left in place. Approximately one month later, the patient underwent another egd which revealed a complete healing of the wound and a severe deformation of the pylorus causing mild duodenogastric bile reflux. Therefore, it was decided to discontinue duodopa infusion therapy permanently and continue with gastric infusion through gastric tube.